Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported mr and dyspnea were a cascading effects of the reported slda. The reported unspecified tissue injury (torn leaflet) was due to progression of functional disease and tension on the leaflets. Additionally, the reported patient effect of mitral valve regurgitation (mr), dyspnea, and unspecified tissue injury are known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitaclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip ntw clips were implanted, reducing mr to trace. On (B)(6) 2025, the patient presented with dyspnea with minimal exertion. An echocardiogram was performed and revealed that a leaflet was torn, that the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+ on (B)(6) 2025, the patient underwent open-heart surgery. The patient is reported to be doing well.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitaclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip ntw clips were implanted, reducing mr to trace. On (B)(6) 2025, the patient presented with dyspnea with minimal exertion. An echocardiogram was performed and revealed that a leaflet was torn, that the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+ on (B)(6) 2025, the patient underwent open-heart surgery. The patient is reported to be doing well.